Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient reported that right after her ins/leads were implanted, she has suffered terrible abscess on her stomach, upper leg and left breast. The patient stated that she had the first part of an allergy test done and states that she is very allergic to nickel and gold. The patient stated that she has another allergy test tomorrow, but she is worried that she is allergic to the implant. The patient stated that the abscesses are not over her ins site on her back. The patient stated that the healthcare provider (hcp) hasn't figured out if the source of this reaction is the ins or not yet. The patient stated that she hasn¿t been tested for other metal allergies yet. Patient services reviewed the materials list for her ins and leads and recommended to have hcp call if he/she has any questions. The patient stated that this started after she had the implant. No further complications were anticipated/reported.